Event description:
Customer reportedly obtained results of 100mg/dl and 600mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No information given on where comparison occurred. Advantage test system: meter, test strip lot 549554, exp 03/31/2008, cat/2030373.

Manufacturer narrative:
Suspect device: comfort curve test strips.